Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The cup impactor broke at the point of impaction. Update mar 1, 2016 follow-up with the sales rep indicated the surgeon hit the impactor with a mallet and the bottom portion broke off.

Manufacturer narrative:
(B)(4). Examination of the returned device confirms the reported event of handle end cap breakage. Previously, seven pinnacle straight impactors (p/n (B)(4)) were evaluated by metallurgy. Like the other impactors evaluated, this one was fractured through the pinnacle impactor end cap (p/n (B)(4)). The distal fracture surface of the end cap was examined using stereomicroscopy and scanning electron microscopy. On the basis of these observations, this impactor fractured in the same manner as those previously evaluated. The impactor was repeatedly loaded in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. No evidence of manufacturing or material defects was observed that could contribute to the failure of these components. Based on the performed investigation, corrective action is not needed at this time. Continue to monitor via post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.